Manufacturer narrative:
No scrolling numbers noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump was received with moisture damage on the lcd board. No moisture damage noted on the motor assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 225 mg/dl at the time of the call. The customer stated that the numbers scroll on the screen of the insulin pump without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.